Manufacturer narrative:
Correction: d4. D4: lot #: product lot number has been updated from 23io102ca to 23i0102ca. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). The actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photo showed that the cone of the return male luer lock was broken, which caused the machine to alarm and allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return luer connector of a prismaflex tpe 2000 set was observed to be broken and leaked blood during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.